Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. The customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: during the use of a naso-enteral tube, the patient experienced pneumothorax as reported by hospital personnel.

Manufacturer narrative:
A device history record review was not possible as the lot number was reported as unknown. There were no samples returned for evaluation. The root cause could not be determined without a sample to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. All associated lot documentation was carefully reviewed, and no issues or discrepancies were found related to the reported complaint. There were no non-conformities nor deviations related to the reported condition. A risk assessment was carried out to determine the observed occurrence for the reported condition. Based on the analysis for nasogastric feeding tubes, the adult dobbhoff with enfit connection, tube is placed into lungs therefore the expected probability of hazardous situation leading to harm is 2 (>0.001% and =0.01%). The observed occurrence of harm (0) is (1, improbable) which is below the range of the expected occurrence of harm (0) (3, occasional). No action plan could be implemented without a photo or actual sample to evaluate. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing facility will continue to monitor the process, customer complaints and feedback notifications for any adverse trends that require immediate attention. In case of a repeated issues and/or reoccurrence, a new investigation for the specific events would be carried out for each case.